Manufacturer narrative:
Damage to drive connector/coupling conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a laparoscopic supracervical hysterectomy in 2007. During the procedure, the motor drive unit made a loud grinding noise when the disposable handpiece was connected. A second motor drive unit was tried with the original hand piece and the case was completed with no adverse patient consequence.